Event description:
Adverse event: chest pain, in-stent restenosis, death. Onset of adverse event: approx 40 months after procedure. Device issue: none. It was reported, via a trial, that approx 40 months post ((B) (6) 2010) a mid left anterior descending (lad) artery, distal right coronary artery (rca) and mid rca stenting procedure with six xience v stents, the pt with a history of lung cancer experienced chest pain and dyspnea. On (B) (6) 2010, revascularization was done to the mid rca stents and the proximal rca. The chest pain resolved. On (B) (6) 2010, the pt was diagnosed with pneumonia. The pt asked for comfort measures only and was transferred to hospice care. On (B) (6) 2010, the pt expired. Cause of death was reported as respiratory failure. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The xience v rx 3/5 x 18 mm (part# 1009554-18/lot# 60611p2/(B) (4)) mentioned is being filed under the same MFR report number. In this case, there was no reported product deficiency. The reported angina, death, infection and stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg or design.